Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The spacer was broken when the surgeon placed it between the femur and the tibial space. In addition, when the surgeon want to install the femur trial the impactor was broken when he impacted. The surgeon can't have the size of the insert with this spacer.

Manufacturer narrative:
Product complaint #: (B)(4). This product was reported in error. No patient death, serious injury or evidence of reportable product malfunction occurred. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.